Manufacturer narrative:
Analysis of the extension found the conductor of the extension body was broken less than 5 cm from the proximal end. Conductor wire #1 was broken 2.9 cm from the proximal end.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that after complete insertion of all dbs ( deep brain stimulator) components for the stage 2 procedure, a routine impedance check was performed. At that time it was found that two of the four contacts had impedance values of greater than 40,000 ohms. The extension was then disconnected from the ins (implantable nuerostimulator), dried, reconnected, and an impedance test was performed for the second time and showed the same results. The extension was then disconnected from the lead, dried, reconnected assuring that all contacts were aligned and tight. Impedance test performed for a third time and again indicated the open circuit. At that time the decision was made by the physician to replace the extension. The second (new) extension was connected; an impedance test performed indicating normal impedance values. The issues was resolved at the time of report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.